Event description:
It was reported that balloon rupture occurred. The 60 %target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.0mmx20mmx143cmcoyote nc balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first to second inflation at 24 atmospheres. Another 2.0mmx30mmx143cm coyote nc balloon was used, the balloon ruptured upon first to second inflation at 20 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the coyote nc was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 7mm from the tip and is approximately 5mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The 60 %target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.0mmx20mmx143cmcoyote nc balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first to second inflation at 24 atmospheres. Another 2.0mmx30mmx143cm coyote nc balloon was used, the balloon ruptured upon first to second inflation at 20 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.